Event description:
Boston scientific received info that during the post-operation check it was discovered the right atrial (ra) lead had dislodged. When attempting to reposition the lead, the helix would not retract. This lead was explanted and successfully replaced with another lead. There were no adverse pt effects reported. The lead is being returned. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.